Event description:
It was reported that the 9800 system will not boot and the c-arm shows five arrows. No images are displayed on the monitor. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Reloaded the system software and cal. Files. The system was tested and found to be working as intended and placed back into service.